Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture. It was determined that the lead had dislodged. An invasive procedure was performed and this lead was successfully explanted. No adverse patient effects were reported.